Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental report will be submitted.

Event description:
Received information regarding air bubbles coming from the cartridge. Customer's blood glucose level was potentially elevated. Contact stated that cartridges would be brought to customer's school so that the customer could change the cartridge.